Manufacturer narrative:
(B)(4). Evaluation summary: the actual device was evaluated. A visual inspection was performed and found no issues. Gravity testing was performed by visualizing flow through the unit. Testing did not identify any abnormalities that could have contributed to the reported condition. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a primary continu-flo administration set had a leak "at the tip". Fluid leaked out when the set was connected to an unknown IV bag. This was discovered during setup. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.